Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient¿s family connected the patient to the cycler for treatment on the evening of (B)(6) 2025. The family had a camera set up in the room to monitor the patient. A short time later (time unknown), they noted the patient appeared unresponsive and went to their room. The family began cardiopulmonary resuscitation (CPR) and 911 was called. Ems arrived at the patient¿s home. Resuscitative efforts were unsuccessful and the patient was pronounced deceased in the home. The cause of death was listed as pulmonary arrest. The pdrn stated the death was not related to the use of the liberty select cycler or pd therapy. The pdrn stated the patient had multiple comorbid conditions (unspecified). No further information was provided.

Event description:
It was reported that this peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient¿s family connected the patient to the cycler for treatment on the evening of (B)(6) 2025. The family had a camera set up in the room to monitor the patient. A short time later (time unknown), they noted the patient appeared unresponsive and went to their room. The family began cardiopulmonary resuscitation (CPR) and 911 was called. Ems arrived at the patient¿s home. Resuscitative efforts were unsuccessful and the patient was pronounced deceased in the home. The cause of death was listed as pulmonary arrest. The pdrn stated the death was not related to the use of the liberty select cycler or pd therapy. The pdrn stated the patient had multiple comorbid conditions (unspecified). No further information was provided.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. There were no reported issues with the patient¿s treatment prior to the death. ¿patients on dialysis have a substantially higher multivariable-adjusted mortality than patients not on dialysis who have cancer, diabetes, or cardiovascular disease.¿ based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.